Event description:
It was reported that the patient's atrial lead had high impedance. No intervention was performed. The patient was stable and would be scheduled for lead revision during a routine device exchange.